Manufacturer narrative:
Section d4, h4: correction manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted (B)(6) 2017 due to anemia with international normalized ratio (inr) 3.0 and hemoglobin was 6. The patient had an upper and lower scope where three lesions in the stomach were treated with angiectasia and one lesion in the lower intestine was clipped. The patient was discharged on (B)(6) 2019 with coumadin and 81 mg of aspirin. No further information was provided.